Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported a patient presented in clinic for a lead revision. The patient's right ventricular lead exhibited intermittent loss of capture. The lead could not be repositioned due to difficulty in extending the helix. The lead was explanted and replaced. The patient was in stable condition following the procedure.